Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion was pre-dilated with a maverick 2.5x9mm balloon. The physician attempted to place a taxus express2 2.5x12mm drug eluting stent to the 90% stenosed lesion located in the moderately calcified, mildly tortuous diagonal (dx) artery, but was unable to cross the previously placed 2.5x24mm taxus express2 drug eluting stent. Upon removal of the stent delivery system (sds), the stent got caught on the guide catheter and dislodged in the radial artery just distal to the introducer sheath. A snare was used to successfully retrieve the dislodged stent. The procedure was completed using a taxus express2 2.5x24mm drug eluting stent. No patient complications occurred. Pt status post procedure is noted as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.